Manufacturer narrative:
(B)(4). Date of initial report : 01/22/2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that the emprint generator gave temperature alarm after one minute of use. The circuit drip filled completely and did not allow the normal circulation of the cooling liquid. The circuit was emptied several times repeating the loading process but with no success. A new device was used and the problem was sorted out. No patient injury.